Event description:
It was reported that the 9800 system would not boot up completely (c-arm did not boot up). No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an investigation. Identified the need to replace the rpr circuit board (x-ray controller). Circuit board replaced and system functioned as intended. System returned to service.